Event description:
It was reported that customer occasionally experienced issue where cartridge failed to connect. There was no reported impact to the customer¿s blood glucose level. Customer declined further assistance, no additional details were obtained, and no further action was required by technical support.